Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had a fall 1 week after they were implanted in (B)(6) 2010. It was noted that the patient stated that the stimulation was not the same after the fall and that she was in a lot of pain. It was stated that the patient had surgery a few weeks after the fall to reposition the lead wires. It was noted that after the surgery, the stimulation was still not working and the patient was still in a lot of pain. It was stated that the surgeon "went back in" and found a bone chip pinching a nerve. It was added that the chip was removed and the patient no longer needed the pain stimulator. It was noted that the patient was no longer in pain. If additional information becomes available, a supplemental report will be filed.

Manufacturer narrative:
Product ID 3888-45, lot # v508212, implanted: (B)(6) 2010, product type lead; product ID 3888-45, lot # v508212, implanted: (B)(6) 2010, product type lead; product ID 37752, serial # (B)(4), product type recharger; product ID 3708220, serial # (B)(4), implanted: (B)(6) 2010, product type extension; product ID 3708240, serial # (B)(4), implanted: (B)(6) 2010, product type extension; product ID 37743, serial # (B)(4), product type programmer, patient; product ID 3998, lot # v135519, implanted: (B)(6) 2010, product type lead. (B)(4).